Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) showed there were no anomalies found. Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the setscrew was backed out beyond point of able to engage connector block. Passed all other tests. (B)(4) apply to the lead. (B)(4) apply to the ins. All other codes apply to both lead and ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the cause was not determined. It is unknown if the high impedance issue on the replacement implantable neurostimulator (ins) and lead was resolved, but the rep did talk to the patient last week who said they were doing really well and seeing improvement with their frequency and leaking episodes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot# va1k181, implanted: (B)(6) 2017, product type: lead. (B)(4) applies to the lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had lead impedance on all but two electrode combinations intraoperatively. The hcp expressed concern about possibly nicking the lead with a tunneling tool. The rep noted further x-ray when taken, it looked like the lead had moved to a different location than what was originally implanted. The rep noted impedances testing occurred originally, indicating ohms greater than 4000 on all but two electrode combinations. The rep added the operating room (or) light were moved so they were not on the patient, the voltage was increased from 1.5 to 2.0, and the pulse width was increased to 360, but the same impedances resulted. Next, the hcp took the lead out of the batter, cleaned it off with a wet lap, and then dried it with a dry lap. The lead was inserted back into the ins where impedance was off again, the same steps were followed again. The hcp decided to take a x-ray image, which showed the lead had moved. The hcp removed the lead and started over. The rep noted the lead was removed and a new lead was used in its place. The rep noted the issue was resolved at the time of the report. The rep noted the battery set screw was difficult to tighten and loosen, and they were not sure if fluid entered the connection hub as impedances were high. The hcp described that the set on the top was extremely difficult to turn to tighten and also difficult to loosen when trying to remove the lead from the connection hub. The patient was listed as alive with no injury at the time of the report. Additional information from the rep on december 4th reported during the testing phase, the patient was getting bodily response at 2 volts, but then the patient needed 5 volts and was only getting a response on 2 electrodes combinations, c<(>&<)>1 and c<(>&<)>3. The rep confirmed seeing the blue tip and the hcp tighten the set screw and pulled on the lead to make sure it was secure, the lead was wiped clean. It was noted the x-ray result came back while trouble shooting, and the rep stated the lead moved from its original position. The rep reported the following impedance values c <(>&<)>) 4h ohms, c1<(>&<)>1 1815, c<(>&<)>2 4k ohms, and c<(>&<)>3 1815, and the rest were greater than 4k ohms. There were no symptoms reported. Additional information from the rep on december 4th reported the hcp removed the first lead, inserted a second lead and the impedance issue remained. The hcp decided to try a new battery and the battery also showed impedance issues on electrode 0. The rep stated they increased the amplitude, pulse width, and changed the or lights so that they were not facing the patient, re-tested. The rep noted again there was impedances greater than 4000 on electrode 0. The hcp was ok with the result and closed the pocket. The rep wondered if there was something wrong with their clinician programmer that would cause repeated impedance issue on a new lead and a new battery, and the doctor was not happy with the lead moving so that was the reason for the new lead and battery. There were no further complications that have been reported as a result of this event.